Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The reported issue was verified from the downloaded electronic patient record. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device powered off during use on a patient. The device was used on an unconscious man, with clinical evidence of heart failure. It was reported that the paramedic started with CPR, the device was attached and powered on. When the analyze button was pressed, the device powered off. The reported issue did not contribute to the patient's outcome according the customer. The doctor had observed that the patient's heart rhythm was not shockable. It was indicated that there was a team work between the doctor, the therapist and the assistant so there was no pause in CPR and ventilation. The patient returned to sinus rhythm, but was completely unresponsive. The patient eventually expired.